Manufacturer narrative:
(B)(4). Patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had an accident and fell on the street with the insulin pump. It was stated that the insulin pump was showing damage on the retainer ring and was not holding the reservoir, on the screen, and on the lower side of the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
The pump was received, with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment, due to the missing retainer ring. Unable to perform the displacement test, due to the missing retainer ring. The following were noted, during visual inspection: broken reservoir tube lip, cracked reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, broken right belt clip rail, missing display window cover, missing bottom end cap. The pump was received, with a battery cap. 2 weld caps were missing. The pump displayed multi-colored vertical lines on the lcd screen throughout testing. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies and the motor inside the pump. Applied a slight amount of pressure to the lcd screen and did not note any cracks within. In summary, the customer¿s report of a damaged retainer ring, a damaged screen, and a missing end cap all were confirmed, during visual inspection. The display anomaly, is due to a broken trace between the lcd controller and the lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.